Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: coil embedded in other tissue / one coil may not be in the correct place'), pregnancy with contraceptive device ('pregnancy (stillbirth)') and abortion spontaneous ('still birth or miscarriage : miscarriage') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida (date of birth son (B)(6) 2009 and daughter (B)(6) 2011) and parity 2. Concurrent conditions included scoliosis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2002 to 2009 for contraception as well as gabapentin since 2014, hydrocodone since 2014, methocarbamol (robaxin) since 2016, prednisone since 2016 and tramadol from 2011 to 2014. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) frequent severe cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2016. At the time of the report, the embedded device, pregnancy with contraceptive device, abortion spontaneous, depression and dyspareunia outcome was unknown and the pelvic pain, mood swings, anxiety, migraine, headache and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, headache, migraine, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : concomitant medication and condition added. Events : migration of essure device location of device: coil embedded in other tissue, pregnancy (stillbirth) miscarriage, pain, hormonal changes describe: mood swings, psychological or psychiatric problems condition: depression, anxiety, migraines, headaches, dysmenorrhea (cramping) frequent severe cramping, dyspareunia (painful sexual intercourse), she did not undergo an essure confirmation test, device ineffective were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.